Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was moisture behind the display and denied physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: there was visible moisture in the display. The battery compartment was observed to be cracked from the threads to the case seal. No corrosion was found in the battery compartment. A leak test failed due to the crack. The pump was opened and corrosion was found on various internal components including the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.